Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va0fgh5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient device was explanted on (B)(6) 2014. It was reported that the device was not working and causing the patient hip to hurt down their leg.